Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At an unspecified time, the customer contact reported that after the device was initially powered on using ac power, the pump "would flash and beep 'battery off". At 0930, the pump was programmed to deliver an unspecified chemotherapy medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pump was unplugged from the ac power outlet when the patient went to the bathroom. At this time, it was reported that the pump powered itself off "right away" without alarming. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by producing audible and visual alarms for low battery when the battery charge was almost depleted. (B) (4). (B) (4).